Event description:
During an implant procedure that the angioplasty wire was stuck in the len ventricular (lv) lead. The lead was removed and a different lv lead was attempted, but the wire also got stuck in the second lead. The second lead was removed and a third lead was successfully implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).